Manufacturer narrative:
(B)(4). The sample was not received for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. However, a batch review was performed on the reported lot and no deviations were noted.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Event description:
The customer reported to baxter (B)(4) regarding the y type micro ext set in which the y-connector is blocked, unable to flush lumen. The nurse noted the defect while she was attempting to draw a blood sample from the patient's line. The condition was observed during patient use. There was no patient injury or no medical intervention. No additional information is available.